Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose in the 40 mg/dl range that the sensor did not identify. Customer also complained about having reading discrepancies with another sensor. Customer reported that the sensor was reading 70 mg/dl and his blood glucose was 108 mg/dl. He turned it off to recalibrate it with reconnect to old sensor and then it was off by 50 points. Current bg was 119 mg/dl and sg was 70 mg/dl. Both sensors are from the same box. Customer was unable to continue troubleshooting and stated that readings started to get closer together. Nothing further reported.